Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The reported stent dislodgment was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for stent dislodgment reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use states: prior to using the multi-link vision coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, heavily calcified distal obtuse marginal. The 3.0x12 mm rx vision stent delivery system (sds) would not cross the lesion due to anatomical conditions. When the sds was retracted from the anatomy there was no stent on the balloon. Multiple images were taken of the patient anatomy and the stent implant could not be located anywhere in the anatomy. It is believed that the stent may have dislodged prior to use in the patient as the technician cannot remember if he saw the stent on the balloon during preparation of the device. The sds balloon was inflated outside the patient, after use, to see if the stent was on the balloon and it was not. The decision was made not to continue the procedure due the anatomical conditions. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.